Event description:
Additional information received reported that the other medications that the patient was on at the time of the event were oxcarbazepine, ergocalciferol, and ferrous sulfate. The patient had increased agitation, and increased tone. It was noted that there was no pump reset message prior to the safe state, safe state did not occur while updating or while a flex bolus was in use. There was no emi (electromagnetic interference) or magnetic resonance imaging associated with the safe state. The patient was restarted on itb (intrathecal baclofen) therapy and recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a pump problem was alleged. It was noted that a critical alarm was heard and also confirmed by telemetry. It was reported that pump logs showed safe state occurred on 05-25 at 10:40. It was noted that there was a therapy or medical problem. It was reported that the patient and family heard the alarm but didn¿t know exactly what it was. It was noted that the patient started symptoms of withdrawal on (B)(6)-2014. It was reported that symptoms include the patient being itchy, agitated and return of spasticity. It was noted that the pump was currently used to infuse lioresal. Additional information has been requested, but it was not available at the time of this report.

Event description:
Additional information received reported the patient was taking artane at the time of the event. The patient also had increased pruritis.